Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) is not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, on the home choice (hc) unit. The problem was noted during use, with the patient connected in dwell 6. The technical service representative (tsr) had the home patient (hp) close all the clamps and the transfer set and cycle power off and on to the hc. The tsr explained the alarm and the hp stated was unable to locate any wet lines, all supply lines were in use, and they did not disconnect tonight, and they primed successfully. The tsr explained to the hp to report alarm to their peritoneal dialysis nurse the next morning. The hp was to finish the night's therapy manually. The homechoice met device specifications and was safe to leave in the customer's home. There was patient involvement, however there was no patient injury or medical intervention, associated with this event. The hp returned phone call to baxter. The hp advised that she remembered that the tsr and her figured out that during the self-test phase of the therapy, she had forgotten to close a clamp on the drain line and she believes that is what caused the alarm. She did start over with new supplies. She confirmed that she is ok and has continued on with her pd therapy.